Event description:
Additional information was received on 15-jun-2016 from a healthcare professional via a company representative and it was reported that the patient was taken to or (operating room) today. The back incision was opened revealing that both sutures that anchor the connector were broken and the catheter had taken a 90 degree turn right at the distal connector kinking the tubing. It was noted that this would account for the larger than expected volumes in the pump at first refill. The tubing was freed up and rotated so that it was no longer kinked. The anchor was re-sutured and flow was confirmed by using a side port kit and aspirating catheter through the side port. The patient was restarted at 96 mcg/day with gablofen (2000 mcg/ml).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 500 mcg/ml; 360 mcg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The exact date of the event was unavailable to the reporter. It was reported the patient felt good reduction in spasticity for first month or so then began to feel no change from the last few dose increases (approximately (B)(6) 2016). The patient did not have any withdrawal symptoms. The patient went for the first refill since implant and the volume was larger than expected. The expected reservoir volume was 8.9 ml; the actual reservoir volume was 30 ml. X-rays results were the catheter tip may have pulled down. The physician was unable to aspirate the side port of the pump. The patient was being referred to a surgeon for surgical exploration and catheter revision. Surgical intervention was planned but was not scheduled. The issue was not resolved. Patient status was alive; no injury. Additional information from the healthcare provider indicated that at the time of the event the patient was also taking oral baclofen, dantrolene, ditropan, fibercon, hiprex, mvi, magic bullet, senokot, vitamin c, and proctofoam. It was noted that on (B)(6) 2016, the pump was refilled with gablofen 2000 mcg/ml at a dose of 90 mcg/day. The patient did not have any known allergies and medical history included sci (spinal cord injury) with paraplegia. The cause of the issues was not determined; the patient was to see the surgeon.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.